Event description:
Event description guidant received information that noise was seen on the rate/sense channel of this implantable cardioverter defibrillator (ICD). The noise was causing ventricular fibrillation (vf) episodes. The noise was inhibiting pacing and was reproducible with respiration and somewhat posture sensitive. When the sensitivity was programmed to least, no noise was seen.